Event description:
Hospital reported having approximately 6 hard pack trayconvenience kits in which the corner on the tray kits were not sealed. They have thrown away what they have. The kits were not used.